Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, operational and degradation problems identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the ultrasonic bronchofibervideoscope exhibited the distal end had foreign objects, there was dirt on the objective lens and residual liquid came out of the channel tube. There was no patient involvement.